Manufacturer narrative:
D3 (email address) corrected. F14 (email address) corrected. G1-2 (first name, last name, email address, phone number) corrected. Please refer to the attached analysis report.

Event description:
Reportedly, ventricular noise oversensing caused inappropriate capacitor charges, leading to an inappropriate shock. The noise oversensing inhibited ventricular pacing on a patient with bradycardia. A possible re-intervention is planned to add a new ventricular lead and abandon the current ventricular lead in the patient's body. Preliminary analysis revealed that the ventricular noise oversensing most probably resulted from electromagnetic interferences (emi) at 50 hz and/or myopotentials.

Event description:
Reportedly, ventricular noise oversensing caused inappropriate capacitor charges, leading to an inappropriate shock. The noise oversensing inhibited ventricular pacing on a patient with bradycardia. A possible re-intervention is planned to add a new ventricular lead and abandon the current ventricular lead in the patient's body. Preliminary analysis revealed that the ventricular noise oversensing most probably resulted from electromagnetic interferences (emi) at 50 hz and/or myopotentials.